Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an issue with infusion set on 11-feb-2026 which was in use for 24 hours, as patient was unable to disconnect at the site and removed wholeset since it would not unclip. The patient replaced infusion set and resumed insulin successfully. No further information available.